Event description:
It was initially reported by the treating physician's office that the pt's device was shown to be at unintended settings due to a believed interrupted diagnostic test. The pt's settings were corrected at the time of the report by the physician's office. During the unintended settings, the pt reported "hearing drum beats" during the stimulation, which resolved when the pt's settings were changed. The rn believed that this was the likely cause of the issue reported by the pt. Good faith attempts to obtain additional info have been unsuccessful to date.